Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the customer wanted to cancel the work order as they suspect that the issue is more likely a user error. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us has o2 (oxygen) value stability issue. The oxygen floats and will not stay at target oxygen percentage when in operation or in use. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical technical support was unable to established the exact root cause and presumed that the issue is caused by user fault.